Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-02994.

Event description:
The customer reported a broken belt clip. The customer also reported being hospitalized due to high blood glucose levels because her insulin pump shut off without her knowledge. Nothing further was reported.